Event description:
It was reported that there was no sensing or capturing. The atrial lead was programmed off. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pulse generator, (B)(6) 2008. (B)(4). Lead not received by manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.